Event description:
It was reported that the external pulse generator (epg) could not be turned on. The engineer confirmed that the main board was damaged. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).